Event description:
Dr. Page barden reported that a hahn tapered implant failed. Reportedly the patient presented for implant placement on (B)(6) 2025 on tooth position #6. On (B)(6) 2026 the provider determined that the implant was non-restorable due to osseointegration issues and removed the implant. The patient's bone quality was reported as type iii and their oral hygiene is good. The site was grafted and no permanent injury was reported.

Manufacturer narrative:
The device was returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).